Manufacturer narrative:
Several attempts have been made to fu for further information and no additional details have been provided at this time. Because no further information is available and the device has not been returned no further investigations can be performed. Based on the information provided the suspected root cause of the event is procedural complications due to the patient anatomy associated with previous endocarditis and a lack of annular plane leading to a paravalvular leak. However, at this time because there is no further information available and the device could not be returned the exact root cause of the event could not be established. Fields changed: b4, g4, g7, h2, h6.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Device being sent to manufacturer

Event description:
On (B)(6) 2019 a patient was status post endocarditis, needing his aortic valve replaced. After dr. (B)(6) made incision (aortotomy) he discovered the patient might have evolving endocarditis and sent off the valve leaflets to pathology for confirmation one way or the other. It was determined by dr. (B)(6) and dr (B)(6) after sizing correctly to implant a large perceval valve into this patient. Because of the endocarditis dr (B)(6) was concerned about the annulus not looking normal more especially on the right coronary cusp area. The valve was deployed in the usual manner per the IFU's and both dr. (B)(6) and dr (B)(6) were pleased with the implant. The checks were completed the valve was balloon dilated followed by another round of checks the guiding sutures were removed and the aortotomy was closed. As the patient was being weaned from bypass a pvl was noted on the right side of the valve. Because of where the pvl was located and the area of said leak not having any real annular plane to speak of it was decided both by dr. (B)(6) and dr. (B)(6) to replace the valve with a sewn in valve. The re-clamping of the aorta extending the procedure by an additional 79 minutes, while the original time was 73 minutes for a total time of 196 minutes of pump time.